Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date 08/21/2014-08/29/2014. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample analysis revealed no non-conforming product. Upon conclusion of the investigation, the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had an unspecified problem. There was no patient injury or medical intervention associated with this event. No additional information is available.